Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Green status indicator lit constantly.

Manufacturer narrative:
Exemption number e2015058. Routine testing confirmed that the pad-pak was first was installed by the customer on the (B)(6) 2009 and performed to specification up to (B)(6) 2010. Temperatures are recorded below the recommended minimum stand-by temperature. The device failed multiple self-tests due to a low battery between (B)(6) 2010 and (B)(6) 2016. The device was still in fault mode on the (B)(6) 2016 when an increase in voltage suggests a further pad-pak was installed with the device passing a self-test. Voltage fluctuations were observed throughout the history log. Random manual power ups were recorded throughout the history log, some of less than one minute duration. Investigation found the fault can be attributed to membrane failure. The excess current drain measured, the measurements taken and the constantly lit green led would indicate a failing membrane. The fault could not be replicated with a new membrane fitted. The low temperatures recorded, the excess current drain would have led to voltage fluctuations and the low battery fails. The pad-pak, which contains the electrodes and batteries, is labelled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.